Event description:
(B)(4).

Event description:
It was reported the device failed self-test. No error code was noted. It was further reported that there was no confirmation that a button was depressed during the self-test. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the lower case was broken, the ring cover was contaminated, two side bail covers were broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.